Event description:
During a robotic hysterectomy, bilateral salpingectomy, and cystoscopy, a force bipolar instrument was noted to be bent/broken while inside the robot. It was removed from use. A second force bipolar instrument subsequently demonstrated the same defect during the same case and was also removed. Removing both affected instruments was difficult and required removing the trocar to safely extract them. After the second occurrence, surgeon transitioned to a fenestrated bipolar instrument, which functioned without further issue. No patient harm was observed. The surgeon additionally reported experiencing similar force bipolar malfunctions on approximately three or four prior occasions.